Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced numerous challenges with their blood glucose values. The patient had experienced hypoglycemia in the 20 mg/dl and 40 mg/dl range. Additionally, the customer had been hospitalized for a high blood glucose value of 700 mg/dl. He had also experienced blood glucose values in the 400 mg/dl and 500 mg/dl range. Troubleshooting did not occur for the blood glucose issues. The insulin pump was not returned for analysis.